Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3888-45, lot # va00l3s, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3888-45, lot # va00l3s, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
Updated the outcome attributed to the event.

Event description:
It was reported that the patient¿s leads was starting to erode at the skin. The leads were replaced with new ones on (B)(6) 2015. The patient recovered without permanent impairment.